Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that two rx xience v stents (2.5 x 15 mm and 3.0 x 23 mm) were implanted in 2008, in an arterial graft. The patient was hospitalized in 2009, with angina and stenosis which was treated with percutaneous coronary intervention. This resolved 2 days later. No additional event or patient information is available.

Manufacturer narrative:
The second xience v 3.0 x 23 mm (part # 1009541-23/lot # 8072461) is being filed under the same manufacturer number. Angina and re-stenosis are listed in the IFU as known adverse events with stenting. Angina stenosis and hospitalization are listed in the risk assessment. Reportedly, the stents were implanted in an arterial graft. Pci was performed to treat the re-stenosis. The IFU states the xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm.